Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and partial delamination of the valve. Leak test and microscopic analysis was performed which identified: one opening striated on the posterior, partial delamination of the valve and broken sharp on the plug strap (partial separation). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool. A sharp broken on the plug strap (partial separation) due to an unidentified (tear) opening. Partial delamination of the valve (adhesive failure).

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.